Manufacturer narrative:
(B)(4). Batch # m90f21. The analysis results found that the er320 device was returned in good condition. In addition, one bag with one malformed clip was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information unavailable. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did clips scissor? Yes the clip did scissor. Did clips also come out of device sideways? The clip was sideways in the jaw instead of straight. What is meant by "product did not deploy a clip effectively?" The clip was not closing and one fell out the jaw.

Event description:
It was reported that during an unknown procedure, the product did not deploy a clip effectively and when it finally did the clip was twisted and came out of the jaw sideways. They opened a competitor device. There were no adverse consequences for the patient reported.